Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace.no button error alarms occurred.inspect the pump and no trace of moisture damage found on theelectronic/motor assembly.cracked case all corners of display window, cracked on reservoir tubelip, cracked battery tube threads and scratched on display window noted.no damage on belt clip slot noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.